Event description:
It was reported that during a sleeve gastrectomy procedure, ¿plastic parts¿ were seen in the magazine after the gst magazines were released. There was no patient damage, the ¿plastic parts¿ were removed from the situs using a compress and could no longer be found afterwards. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4) date sent: 02/13/25 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "could no longer be found afterwards." How were the broken pieces found? Did retrieval alter the procedure in any way? If yes, please explain. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.